Event description:
It was reported to the rep that the patient's left hip was revised. A restoration modular distal stem broke just below the junction with the proximal body. The distal stem, proximal body, and biolox ceramic head were revised to competitor implants. The rep does not know if there were any allegations against the revised femoral head as no stryker reps were present for the procedure. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported to the rep that the patient's left hip was revised. A restoration modular distal stem broke just below the junction with the proximal body. The distal stem, proximal body, and biolox ceramic head were revised to competitor implants. The rep does not know if there were any allegations against the revised femoral head as no stryker reps were present for the procedure. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture of an unknown restoration modular stem was reported. The event was confirmed. Method & results: product evaluation and results: the device was not returned; however, photographs were provided for review. The photographs show a recently explanted distal stem fractured right below the just below the junction with the proximal body. The ceramic head and proximal body appear to be assembled together. Clinician review: a review of the provided medical records by a clinician indicated: "the ap x-ray shows a restoration modular stem with the proximal body and head displaced and angulated in respect to the distal stem which appears well fixed. Note is made of a proximal fixation plate along the proximal femur as well. I did not identify a fracture of the stem. Mechanical complication with dissociation of the proximal body and head from the distal stem in a restoration modular tha is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to fractured of the modular stem. A review of the provided medical records by a clinician indicated: "the ap x-ray shows a restoration modular stem with the proximal body and head displaced and angulated in respect to the distal stem which appears well fixed. Note is made of a proximal fixation plate along the proximal femur as well. I did not identify a fracture of the stem. Mechanical complication with dissociation of the proximal body and head from the distal stem in a restoration modular tha is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." The device was not returned; however, photographs were provided for review. The photographs show a recently explanted distal stem fractured right below the just below the junction with the proximal body. The ceramic head and proximal body appear to be assembled together. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.